Event description:
It was reported that on (B)(6) 2007, patient had posterior lumbar fusion surgery and was implanted with matrix construct at l3-s1. On an unknown date the patient fell, heard something pop and returned to the surgeon for examination, x-rays and MRI. The surgeon determined that the two locking caps at l3 had backed out. The surgeon returned the patient to the operating room on (B)(6) 2013, removed all eight locking caps, two titanium rods, and two pedicle screws at l3. The removed hardware was replaced with eight new locking caps, two new cobalt chromium rods and two new pedicle screws. Patient status is unknown. Report 4 of 6 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional codes: mnh, mni, kwq, kwp. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4).

Manufacturer narrative:
. Device is used for treatment, not diagnosis. Manufacturing evaluation was completed on 11/12/2013. Manufacturing evaluation performed; complaint category is relevant to the locking cap, not the 04.634.750 screw in this complaint. 7.0mm ti matrix reduction screw received assembled with nicks and scratches on the inner and outer area of the body with the reductions tabs removed (per design). The collet shows no visual signs of rod slippage. The body has nicks and scratches on the internal thread and lead thread has tear. The screw has nicks and scratches on the sd25 face and visual deformation on the form. All described nonconformities are post manufacturing. With the body having multiple issues of damage to the threads, the minor diameter and pitch diameter cannot be measured, with both issues being post manufacturing, complaint is invalid from a manufacturing perspective.

Event description:
This is report 4 of 6 for (B)(4).